Manufacturer narrative:
The reason for this revision surgery was reported as poly wear on the insert of a metal on metal. The length of in vivo service was over 9 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been shipped to lab as part of an FDA study and not made available to djo surgical for examination. (B)(4). The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason of the reported problem. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to wear of the insert of metal on metal.